Event description:
The customer reportedly obtained a 535mg/dl and 186mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported symptoms. The customer treated himself with insulin based on the 186mg/dl result. No adverse event reported. New system sent to customer and return requested.